Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and to provide the results of the manufacturer's investigation. The additional information provided by the customer can be found in field b5. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Likely causes include the user impacting the lid with a hard object and deterioration due to age. The IFU contains the following statements that may help detect the reported issue: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged.". Olympus will continue to monitor the field performance of this device.

Event description:
The following information was provided by the customer on 07apr2021: the endoscope reprocessor was being used with the cracked lid. The crack was discovered during preventative maintenance. The lid was cracked on the left outer side which did not affect reprocessing. There was no leaking associated with this event. The equipment is inspected before use. The last preventative maintenance was 22feb2021 with no noted problems. The last in-service was 18nov2020 with no noted problems. The effective concentration is checked with every load. There were no patient infections or positive cultures associated with this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the cracked lid and sticker. The equipment was repaired and verified according to original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the top lid of the endoscope reprocessor was cracked. No patient involvement or impact to patient care was reported. No other information was provided.